Event description:
According to the physician, the patient was last seen in (B)(6) 2010 and the patient did not report any issues. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6), 2007.according to the complainant, post-procedure, the patient experienced complications (specifics unknown).all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.